Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00557. It was reported following the patient's trial procedure, the patient was experiencing significant pain, removing the leads did not resolve the issue. A CT scan showed an epidural hematoma, the patient was hospitalized and the hematoma was surgically removed. The pain has resolved.